Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. The visual inspection noted that the seal was broken on the bottom case and plunger assembly. The plunger assembly was broken and partially separated. During the functional testing, a "force sensor test" error was found at power up, due to the separated plunger assembly. The root cause was found to be that the device was dropped or damaged by the customer. Both plunger cases were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a system failure alarm. No patient injury was reported.